Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient monitoring device displayed a ¿?¿ next to the oxygen saturation value with a flat plethysmography waveform upon the unit receiving a sedated and intubated post-operative patient from the operating room. The initial adhesive sensor was applied with correct placement and connected to the bedside monitor module; however, the display showed a flat waveform, perfusion index of 0.1, and intermittent ¿?¿ indicating an unreliable measurement. The patient had dark pigmentation, nail polish present, cold extremities, and was receiving vasopressor support. Troubleshooting included verifying placement, changing the probe site to adifferent finger, testing an alternative sensor type, and switching the connection from the bedside module to the monitor¿s alternative port. The alternative sensor did not produce a reading on either port. After reconnecting the original adhesive sensor and using the alternative port, the waveform remained dampened but improved and a saturation value of 100% was displayed. The patient remained sedated and intubated with nursing staff actively managing infusions and drawing labs. There was no patient injury.